Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the tip of the device was bent. It is known that the device was not used in surgery. It is unk if injury or surgical intervention occurred. No add'l info was provided.